Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir is indicating 60 units but that the pump indicates 23 units of insulin. Customer also stated that her blood glucose was high at 339 mg/dl. Customer does not recall any significant events leading to the error, except that the pump is new is unsure if she is using it correctly. Troubleshooting was done for reservoir and advised customer on the proper way to read the pump information. The customer was advised that the device appears to be functioning correctly.